Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found, thus supporting that the device met material, assembly, and performance specifications prior to shipment. One langston pigtail catheter was returned for evaluation. Both lumens were flushed with no resistance. Blood was present inside the proximal y-connector and hub, along with the outer lumen. Both catheter lumens were then blocked, and water was pushed through each lumen separately. No cracks or leaks were identified. No product failure was detected.

Event description:
Upon aspiration doctor notice air in the distal end of the pigtail. Additional information received 12mar19: the langston was inside the patient and the technician attached a syringe to the hub outside the patient, pulled back to aspirate at which point air was noticed in the catheter line outside the body. To clarify, the air was not observed in the patient's anatomy.